Manufacturer narrative:
Clinical investigation: a temporal association exists between ccpd therapy with the liberty cycler and the pt. Experiencing hypertension/fluid retention which required hospitalization. Additionally, it is very likely the patient¿s missed dialysis treatments due to user difficulty were causally associated to the patient¿s fluid overload event. Therefore, the liberty cycler cannot be excluded as a possible causal/contributory factor due to potential user error impacting the patient¿s ability to perform dialysis. Should additional information become available this clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis nurse reported that a peritoneal dialysis patient was hospitalized (B)(6) 2017 and discharged (B)(6) 2017. The nurse stated that the reason for hospitalization was hypertension , and retaining fluid. The patient had missed treatments due in part to lack of support at home as well as problems with setting up and using cycler.

Manufacturer narrative:
Event date updated to (B)(6) 2018.

Event description:
A peritoneal dialysis nurse reported that a peritoneal dialysis patient was hospitalized (B)(6) 2017 and discharged (B)(6) 2017. The nurse stated that the reason for hospitalization was hypertension , and retaining fluid. The patient had missed treatments due in part to lack of support at home as well as problems with setting up and using cycler.

Manufacturer narrative:
Device evaluation: during the simulated treatment a m21-10 alarm was encountered. The ast test failed. Motor pump b began to stall and create noise. Pump b will be replaced in production during the refurbishing process. There were visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined.

Event description:
A peritoneal dialysis nurse reported that a peritoneal dialysis patient was hospitalized (B)(6) 2017 and discharged (B)(6) 2017. The nurse stated that the reason for hospitalization was hypertension , and retaining fluid. The patient had missed treatments due in part to lack of support at home as well as problems with setting up and using cycler.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that a peritoneal dialysis patient was hospitalized (B)(6) 2017 and discharged (B)(6) 2017. The nurse stated that the reason for hospitalization was hypertension , and retaining fluid. The patient had missed treatments due in part to lack of support at home as well as problems with setting up and using cycler.